Event description:
As reported by legal notification, the female patient had an initial left tha on 10/14/2010. Following a period of post-implantation recovery and for years after the replacement surgeries, the patient's exactech hip devices performed as expected. The patient was revised on (B)(6) 2018 due to polyethylene liner wear resulting in periprosthetic osteolysis and reactive synovitis. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: novation acetabular cup, catalog no. 180-01-52, lot no. 1746419; novation femoral stem, catalog no. 160-33-11, lot no. 0962122; and femoral head, catalog no. 142-36-00, lot no. 1885730.

Manufacturer narrative:
Correction made to g3.

Manufacturer narrative:
H3. Investigation results- the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear, osteolysis and synovitis approximately 7 years and 3 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a lateralized liner. The most likely underlying cause for the revision due to early prosthesis wear is a combination of risk factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. These devices are used for treatment not diagnosis. There is no other information available. H11. Correction ¿ section f should be blank.

Event description:
Revision operative report of 20-mar-2018- for left hip periprosthetic osteolysis, polyethylene wear of acetabular liner, reactive synovitis. Femoral head and liner exchange. Patient was revised to exactech devices. There were no noted surgical complications. The patient was taken to pacu in stable condition. There is no other information provided.